Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high out-of-range pacing impedance measurements occurred on the right ventricular (rv) channel of this pacemaker during the attempted implant of an rv lead. The lead was replaced. This device remains in service. No adverse patient effects were reported.